Manufacturer narrative:
H3: analysis of the returned ins revealed: the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: 978b128, lot#: va2zawb, implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead. H3: analysis of the returned lead va2zawb revealed that the outer insulation was pinched. Insulation pinched 3.0 cm from proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacture representative. They reported cause of the impedance issue was unknown. There were 4 errors during impedance check. The battery was swapped and no change. They were unable to clear impedance. It was reported that the patient had recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zawb serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 11-dec-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the hcp encountered an impedance issue during the procedure. They were getting orange exclamation marks when running an impedance check and the impedance values were unknown. The hcp continued to recheck the impedance, disconnected lead from the battery, wiped down lead, and placed back into the battery. The cause was not known. The issue has been resolved.